Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, while asleep, the patient reported not receiving an alert from her dexcom device alerting her to her hyperglycemic state. The patient¿s husband was using the dexcom follow app and was alerted to the patient¿s cgm value being high. The patient then contacted the patient and woke her up. The patient then tested her bg meter reading which was also high. The patient was wearing an omnipod insulin pump. The patient also stated she had symptoms ¿consistent with dka¿, however, no specific symptoms were reported. The patient then went to the ER for evaluation. At the ER, the patient was diagnosed with dka and she ¿received emergency medical intervention¿. The patient did not provide any further event details, including treatment details or length of stay in the ER. It was documented that the patient ¿appeared stable¿ at the time of report. Attempts to reach the patient for further event clarification were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.